Event description:
It was reported that during a da vinci s surgical procedure, pieces were observed falling off of the cadiere forceps instrument; however, nothing fell into the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed damage to the main tube where multiple deep scratches with material removed were found within an area extending approximately 1.250 inches from the intersection with the proximal clevis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.